Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.5mm x 20mm target lesion containing a significant bend of 45 and 90 degrees was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. The physician stented the proximal left main artery to establish flow and needed to stent the mid and distal lad. After pre-dilatation was performed, a 2.25x20mm synergy drug-eluting stent was advanced to treat the lesion. However, before post dilating, the physician saw on angiogram that the stent was flared at the distal end or tip of the stent. The device was completely removed without resistance. Following removal of the stent, another 2.25x24mm synergy drug-eluting stent was used and successfully completed the procedure. Intravascular ultrasound was used to check the apposition of the stent and was all good. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.5mm x 20mm target lesion containing a significant bend of greater than 45 and greater than 90 degrees was located in the non-tortuous and mildly calcified left anterior descending (lad) artery. The physician stented the proximal left main artery to establish flow and needed to stent the mid and distal lad. After pre-dilatation was performed, a 2.25x20mm synergy drug-eluting stent was advanced to treat the lesion. However, before post dilating, the physician saw on angiogram that the stent was flared at the distal end or tip of the stent. The device was completely removed without resistance. Following removal of the stent, another 2.25x24mm synergy drug-eluting stent was used and successfully completed the procedure. Intravascular ultrasound was used to check the apposition of the stent and was all good. No patient complications were reported and the patient's status was stable. Synergy ous mr 2.25 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. Distal strut rows 1-2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Manufacturer narrative:
Device is a combination product.